Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Visual examination of the returned products confirmed that the presence of five particles embedded in one of the ten returned applicator cartridges.each individual particle measures less than the 2.00 sq. Mm size allowed by zpc 8.400 rev.52, as measured with the tappi chart 25-2007-187-00-ey. The number of embedded particles, referred to as stains in the initial notification, is greater than the total (3) allowed by zpc 8.400 rev.52. Complaint is confirmed. Review of the device history record(s) for item #00506905200, lot #64579322 identified no deviations or anomalies related to the reported issue during manufacturing. The likely condition of the part when it left zimmer biomet control is considered non-conforming based on the evaluation of the returned product. Although the exact source of the embedded particles cannot be determined, it occurred during the manufacturing of the product. Therefore, the root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that debris was identified in the sterile packaging while investigating items in stock. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.